Manufacturer narrative:
Qn#(B)(4). The customer returned multiple components of cvc kit, including one catheter, dilator, arrow raulerson syringe (ars), and product lidstock, for analysis. The spring wire guide (swg) was not returned for analysis. No definite signs of use were observed. Visual inspection of the swg could not be performed as it was not returned for analysis. Visual inspection of the returned components revealed no obvious defects or anomalies. The customer did not report a batch number, however, the returned lidstock indicated the batch 71f22f1422. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The customer report of a kinked swg could not be confirmed as part of this complaint investigation. The swg was not returned for analysis. A device history record review was performed, and no relevant findings were identified. Based on the customer report and without the swg returned, the potential root cause cannot be determined. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
Customer reported "guidewire malformation". Additional information was requested but was not available at the time of this report.

Event description:
Customer reported "guidewire malformation". Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Qn#(B)(4).